Manufacturer narrative:
Manufacturing review:a manufacturing review could not be performed, as the lot number was not provided. Visual inspection:the probe was returned used and the aperture was 100% opened. The saline cap was not returned. The probe needle tip and cutter tip were examined under magnification, and no signs of skiving or burrs were noted. No other anomalies were noted. X-ray: the probe was examined via x-ray imaging prior to functional testing and the image shows both of the front stops to be intact on the front housing. Functional/performance evaluation: the probe was loaded into the in-house driver and calibrated successfully. A vacuum differential test was performed and the device met the specification. The probe performed an around the clock sampling; each time, the probe underwent the following processes: aperture opened, sample cut and sample deposited into the sample tray. The probe was able to obtain 6 samples successfully, with no issue opening and closing the cutter. No error was displayed on the console during testing. No grinding noises were heard during the evaluation. No suction issues were identified with the probe. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review:based on the images provided, a small radiopaque density was identified at the site of the biopsy, the radiopaque density was not identified in the pre-procedural biopsy mammogram, can be confirmed. Conclusion: the investigation is inconclusive for the reported foreign material, as the probe was returned open and no foreign material was found on the probe. Although the image review identified a linear mass in the post-procedure mammogram, the identify of the mass cannot be confirmed, and it cannot be confirmed if the mass was deposited by the reported device. However, the investigation is unconfirmed for the reported cycling and grinding noise issues, as the probe was able to successfully complete functional testing with no errors, or grinding noises. The definitive root cause for the reported foreign material, errors, or grinding noises could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review:the current instructions for use (IFU) states: how supplied: - the encor® biopsy probe is supplied sterile and is intended for single use only. Complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. - using standard aseptic technique, remove the biopsy probe from the package and check for damage. - press the ¿sample¿ button to calibrate the biopsy device for handheld use or press the foot pedal ¿sample¿ switch to calibrate for stereotactic table use. Exercising caution, remove the tip protector from the sharp stainless steel trocar. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the probe allegedly was making a slight grinding noise while sampling and cutter error 1021 & 1025 displayed. It was further reported that in post procedure images, small speck was identified in the biopsy site area allegedly from the probe. The biopsy was completed approximately a month later and the alleged foreign material was removed during the biopsy. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was not provided, a review of the device history records is cannot be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast biopsy, the probe allegedly was making a slight grinding noise while sampling and cutter error 1021 and 1025 displayed. It was further reported that in post procedure images, small speck was identified in the biopsy site area allegedly from the probe. There was no reported patient injury and the patient was rescheduled to complete the biopsy.